Event description:
Children's hospital (B)(6) recently switched from baxter IV pumps to baxter sigma spectrum pumps. Tubing put in backwards and pump allowed blood to be sucked out of baby's veins into IV tubing rather than alarming or delivering fluid. Nurse aware of error after about 10 mins, hospital management and baxter rep informed.